Event description:
A low reading issue was reported with the freestyle libre sensor. A customer obtained lower sensor readings compared to readings obtained on a competitor brand device and self-treated with insulin (dose/type unknown). Please note the treatment of insulin is inconsistent with lower readings. Customer was taken to the hospital where they received unspecified oral treatment and was reportedly hospitalized for a week. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The reported product is not expected to be returned. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.